Event description:
It was reported that the preloaded intraocular lens (iol) came out ripped. There was patient contact. Through follow-up it was learned there was no use error and ovd was used. The lens initially moved a little when trying to advance and then stuck. There was no delay in surgery before an attempt to advance the lens. There was patient contact with the patient's left eye. Surgical time was longer because "the first lens" needed to be cut and removed. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up it was clarified that the surgeon had felt some resistance when advancing the lens. The lens was found ripped after it was fully inserted in the patient¿s eye, and then the lens was removed and replaced in the same procedure. The damaged lens was removed, which increased the surgical time. There was no patient injury and the patient is doing well. No further information was received. The following sections have been updated accordingly: section h6: health effect - impact code: 4632 - prolonged surgery. Corrected data: based on the additional information received, section h6: medical device problem code 2983 ¿mechanical jam¿ has been replaced with medical device problem code 1487 ¿device difficult to setup or prepare¿, as the complaint reporter clarified that the issue was that surgeon felt some resistance, not that the lens was stuck in the cartridge. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 09, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut into three pieces, one of the haptics was cut as well. The lens was cleaned and, it could be observed to be damaged on the optic body. No additional issues were observed. Based on the return condition of the lens, no further product evaluation could be identified. The complaint issue "iol torn" and "difficult to use" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.